Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.3 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 275cc saline mentor siltex contour profile moderate breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with 325cc mentor memorygel breast implants, catalog number 3503254bc, serial numbers (B)(4) on the left side and (B)(4) on the left side on (B)(6) 2020.